Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy -stillbirth/miscarriage/ twin pregnancy'), twin pregnancy ('pregnancy -stillbirth/miscarriage/ twin pregnancy') and vanishing twin syndrome ('pregnancy -stillbirth/miscarriage/ lost twin at 4 1/2 months') in a (B)(6) female patient who had essure (ess205) (batch no. 621680, 509800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included live birth, pregnancy and shortness of breath. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pulmonary embolism ("blood disorder/ blood or heart disorder/condition type: blood clots/ "). In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In n(B)(6) 2010, the patient experienced bipolar disorder ("bipolar disorder"). In 2012, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis yeast"). In 2015, the patient experienced rash papular ("allergy -rash/skin condition/ rashes or skin conditions type: random rashes/ tiny bumps covering half the body"). In 2017, the patient experienced fatigue ("fatigue"), nausea ("nausea") and abdominal pain lower ("pain/ lower abdominal right side"). In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2019, the patient experienced alopecia ("hair loss"). On an unknown date, the patient was found to have a twin pregnancy (seriousness criterion medically significant), experienced vanishing twin syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), vaginal infection ("vaginal infection"), cardiac disorder ("heart disorder") and depression ("psych injury/ psychological or psychiatric problems condition: severe depression ") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device, twin pregnancy, vanishing twin syndrome, abdominal pain, dysmenorrhoea, pelvic pain, vaginal infection, pulmonary embolism, cardiac disorder, rash papular, depression, fatigue, alopecia, nausea, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection and bipolar disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, bipolar disorder, cardiac disorder, depression, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, pulmonary embolism, rash papular, twin pregnancy, vaginal haemorrhage, vaginal infection, vanishing twin syndrome, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain dysmenorrhea (cramping),pelvic/abdominal, allergy -rash/skin condition, psych injury, vaginal infection. On (B)(6) 2006 (discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Most recent follow-up information incorporated above includes: on 31-dec-2019: reporter, medical history, patient demographics were added. Added events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis yeast, bipolar disorder. Updated event psych injury/ psychological or psychiatric problems condition: severe depression (previously reported as psych injury), allergy -rash/skin condition/ rashes or skin conditions type: random rashes/ tiny bumps covering half the body (previously reported as allergy -rash/skin condition), blood disorder/ blood or heart disorder/condition type: blood clots (previously reported as blood disorder), pregnancy -stillbirth/miscarriage/ twin pregnancy (previously reported as twin pregnancy) and lost twin at 4 1/2 months (previously reported as miscarriage). A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.